Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll precise had a discolored blister pack. The following information was provided by the initial reporter: "question re sterility and safety girls in theatre have noticed that there are differences in the ink on the packaging and are a little concerned of the sterilizing of the product. See attached some photos. Do you think we should be concerned? Top & bottom layers of product appear ok (black print), but middle layers print is red on the packaging, not black."

Event description:
It was reported that syringe 20ml ll precise had a discolored blister pack. The following information was provided by the initial reporter: "question re sterility and safety. Girls in theatre have noticed that there are differences in the ink on the packaging and are a little concerned of the sterilizing of the product. See attached some photos. Do you think we should be concerned? Top & bottom layers of product appear ok (black print), but middle layers print is red on the packaging, not black."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-20. H6: investigation summary: one photo and five samples were received by our quality team for evaluation. From the photo, there was a color change in graphic printing observed. From the returned samples, no abnormalities were observed on the syringe top web printing and the printing on the information on the package is clear and legible. The samples were observed to have color changed in graphic printing. Therefore, the team is able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team has engaged with r&d on color change in the top web graphic complaints. Toxicology tests have been performed and it is within the acceptance criteria. Therefore, the root cause could not be determined.